Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no sensing or pacing on the atrial channel when analysed. Analyser unit replaced with a different brand and the sensing was as expected. A new analyser unit was inserted into the programmer and the issue returned . The programmer is expected to be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the analyzer and programmer were changed out for a different brand during troubleshooting. It was noted the new company analyzer unit was inserted into the original company programmer prior to use.